Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal deployment did not open well and bleeding could not be controlled. The seal was opened but did not enter the aorta. No additional blood transfusions were performed. While preparing a new device, it was held down with a finger to stop the bleeding and the surgery was successfully completed. No delays. There was no health hazard to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000250245 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h4- if other provide code -explain- device returned, h6 -investigation findings (1) removed code "3221"- device returned, h6 -type of investigation removed code " 4114- device returned, d10- device available for eval- device returned. The device was returned to the factory for evaluation on 03/23/2023, however, the product was brought to the lab for evaluation on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery tube as well as on the seal, which indicates an attempt was made to introduce the device into the aorta. The white plunger was depressed and the blue safety was off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the delivery device. The seal was observed in a deployed, opened state. No cracks or delamination was observed on the seal. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. No visual defects were observed on the seal, no cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 1.97inches, the outer diameter was measured at 0.218 inches ((B)(4)). The length of the delivery tube was measured at 2.49 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failures "failure to unfold or unwrap" and "activation problem" were not confirmed.